Event description:
Testing by service center found the device "constantly alarms, turbine is not operating". Replaced the turbine assembly to correct the failure mode.

Manufacturer narrative:
This MDR 2031702-2008-00001 is being filed beyond the 30 day reporting timeline. The customer service representative inadvertently failed to notify regulatory affairs.